Manufacturer narrative:
The field service engineer checked the instrument and determined that the mixer to be slightly bent. The engineer also found there was a slightly rough edge on a syringe body causing air to stream into the flow path. The gear pump pressure needed to be adjusted. A nozzle, tubing, and pinch tubing were replaced. All calibration data was deleted and a new measuring cell was installed. The magnet position was checked and was found correct. A system volume check, blank cell calibration, performance check, and assay calibrations all successfully passed. The investigation determined the service actions resolved the issue, but the investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer observed bubbles in a system reagent cup and a syringe.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys ft4 iii assay. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first patient sample initially resulted in a ft4 value of 50.52 pmol/l and when repeated on a second analyzer, the result was 20.88 pmol/l. The second patient sample initially resulted in a ft4 value of 56.91 pmol/l and when repeated on a second analyzer, the result was 15.67 pmol/l. The ft4 reagent lot number was 547168. The reagent expiration date was requested, but not provided.